Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values. At around 12:46 pm, the cgm reading was high an the bg reading was 435 mg/dl. The patient felt very unwell, experiencing nausea, dizziness, difficulty speaking, mumbling, and an inability to stand. The cgm reading was between 100 to 200 mg/dl and the bg meter reading was 243 mg/dl. She called her mother, who took her to the hospital. There, the cgm reading was 61 mg/dl and the bg reading was 460 mg/dl, later increased to 520 mg/dl. The dexcom cgm was removed, the patient was treated with short-acting insulin, and her blood glucose was monitored using a bg meter. She was diagnosed with dka and hospitalized for three days. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. On (B)(6) 2024 at around 12:46pm, the reported glucose values fall within the a zone of the parkes error grid when patient had the symptoms. At the hospital, the reported glucose values fall within the d zone of the parkes error grid when patient was checked in the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - movement disorder.